Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves and ventilation error. There was no patient harm reported. The reported issue could not be reproduced during investigation on site by our field service engineer. The software version was updated to a higher version. No deviations were found during ventilation over the night. The ventilator passed all functional and safety tests per factory specifications, was returned to customer and cleared for clinical use. Previous investigations of similar events have shown that flash memory on the breathing control pcb on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. Measures to prevent this have been developed and are implemented in higher software version. A field action to upgrade the software began in june 2022. The root cause to the reported issue could not be established by this investigation as the issue was not reproduced.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and ventilation error. There was no patient harm reported. Manufacturer's ref. #: (B)(4).